Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced a vagal response, hypotension, right ventricular hypokinesis, pulseless electrical activity (pea) arrest, ventricular fibrillation, biventricular heart failure, pulseless electrical activity (pea) arrest and takotsubo cardiomyopathy. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave pulsed field ablation catheter was selected for use. Eight ablation applications were completed in the left superior pulmonary vein (lspv), after which a significant vagal response was observed. A pressor was administered and right ventricular (rv) pacing was performed. This improved the patient's blood pressure (bp), but it did not return to baseline. Eight ablation applications were completed in the left inferior pulmonary vein (lipv), and another four were completed in the right superior pulmonary vein (rspv). After this the patient became profoundly hypotensive. No effusion was noted on intracardiac echocardiography (ice) and there were no electrogram (EKG) changes. Rv hypokinesis was also noted, though the activity of the left ventricle (lv) was difficult to evaluate. Pulseless electrical activity (pea) arrest occurred, and cardiopulmonary resuscitation (CPR) was performed. The patient went into ventricular fibrillation and had to be shocked to restore normal sinus rhythm. The patient was then connected to extracorporeal membrane oxygenation (ECMO) due to evidence of biventricular heart failure. Left heart catheterization was performed after connection to ECMO which showed no signs of lesions or spasm. A transthoracic echocardiogram (tte) was completed and showed findings consistent with takotsubo cardiomyopathy. The procedure was cancelled due to instability in the condition of the patient. The patient was hospitalized and remained on ECMO. The patient had elevated lactate levels the day after the procedure but had normal levels of hemoglobin (hgb) and creatinine (cr). Two days after the procedure the patient was weaned off of ECMO and was noted to be fully intact neurologically with a left ventricular ejection fraction (lvef) of 40%, the patient was noted to be doing well. The device is not expected to be returned for analysis due to disposal.